Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure it was noted that an old atrial lead was capped on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
Correction: (B)(4).

Event description:
The lead was capped due to fracture.